Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error and motor error within the last 30 days. The customer¿s blood glucose was 154 mg/dl at the time of incident. The customer was able to rewind the insulin pump. The customer stated that displacement test and manual prime were successful and motor alarm did not recur. The customer also stated that the insulin pump had no delivery alarm during basal. Customer stated the insulin exited. The insulin pump will not be returned for analysis.